Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis. D4: lot number- corrected with value.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. Catheter was tested for deployment with the guidewire inside on the prep table and appeared to work as normal. The physician wired the left superior vein and delivered 8 pules (4 flower 4 basket). Once finished with the lspv, the physician tried to retract the wire and was unable to do so. He looked on fluoro and ice imaging and noted that the wire was not moving when he attempted to pull it. He stated it felt like a "yo-yo". He advanced the catheter and entire system over the wire to recapture and take it out of the left atrium and body. Outside of the body we noted that the guidewire was stuck and appeared to have unraveled outside the tip of the catheter. The j tip of the rosen wire was still intact but beyond that it had a coil/spring appearance. We were unable to remove the guidewire from the catheter so it will be shipped back as well. When pulling on the gw it was noted a small piece of tissue in the coil that was previously inside the tip of the catheter. We replaced the catheter and guidewire and continued with no further issues. The device was returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented a guidewire stuck. Catheter was tested for deployment with the guidewire inside on the prep table and appeared to work as normal. The physician wired the left superior vein and delivered 8 pules (4 flower 4 basket). Once finished with the lspv, the physician tried to retract the wire and was unable to do so. He looked on fluoro and ice imaging and noted that the wire was not moving when he attempted to pull it. He stated it felt like a "yo-yo". He advanced the catheter and entire system over the wire to recapture and take it out of the left atrium and body. Outside of the body we noted that the guidewire was stuck and appeared to have unraveled outside the tip of the catheter. The j tip of the rosen wire was still intact but beyond that it had a coil/spring appearance. We were unable to remove the guidewire from the catheter so it will be shipped back as well. When pulling on the gw it was noted a small piece of tissue in the coil that was previously inside the tip of the catheter. We replaced the catheter and guidewire and continued with no further issues. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.